Event description:
Device was returned for an unknown reason. During service, technician found the motor was blocked, bearing defective and soft switch had jammed. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the motor was blocked, bearing defective and soft switch had jammed. Maintenance was conducted and device returned to customer on 7/26/2013. (B)(4). Placeholder.